Manufacturer narrative:
Patient demographic information not available at time of report. Site was sent new apt per RMA. Actual device involved in incident was evaluated, the apt directly caused event, the post unscrews easily. The driver accepts handle and instruments without issue. No injury to patient reported.

Event description:
Site reports the awl probe tap came apart during a spine procedure with the stealth station when a pedicle screw was being backed out. No impact on patient reported.